Event description:
The customer used the device to check their blood glucose and obtained a result of 293 mg/dl. Patient then took an additional three units of insulin. Patient was later at a hospital for a seminar and felt confused. The hospital staff checked patient's glucose and the level was 30 mg/dl. Patient was treated with an IV and given milk to drink. Level 1 and level 2 controls were in range on the system. The device was replaced with new product and then authorized for return to the manufacturer for evaluation.